Event description:
Patient reported intermittent tingling sensation at implant site - patient was training for a 10k run since 2 month ago -tingling started 2-3 weeks ago usually happened intermittently - patient was not sure if it is positional. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the cause of the intermittent stimulation was not determined however it had slowed down. No actions had been taken and it had not resolved. Patient stated their weight at the time of the event was (B)(6). No further symptoms or complications were reported.